Manufacturer narrative:
Referring to the product inquiry the guide wire, targeting arm and nail handle are stated to be the primary products. All other devices are considered to be concomitant items. Review of the DHR / inspection records for the devices in question revealed no discrepancies. The devices were documented as faultless prior to distribution. The guide wire was not returned for evaluation and thus, a physical evaluation impossible. Referring to the event description ¿they had put a bend in it¿. Nevertheless, a bent guide wire complicates the insertion process of the wire through the nail. According to the IFU ¿always treat the instrument carefully to avoid superficial damage or alterations to the geometry¿ and furthermore ¿the design of the instrument may not be modified in any way¿. As the targeting arm and nail handle had been in use for a longer time [manufactured in 2002 (nail handle) /2003 (targeting arm)] we pre-suppose that they had fulfilled their tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The reported misdrilling was not reproducible; all nail holes of a sample nail were passed by a sample drill without nail contact. Visual inspection revealed hammer signs on the upper and lower side of the nail handle. Most likely the user didn¿t tighten the fixation screw completely (= nail adapter has play) and heavy bending forces were applied [user related], which is supported by the event description. Hammering on the nail adapter is not allowed; it is clear laser marked with ¿do not hit¿. The IFU and instructions for cleaning, sterilization, inspection and maintenance include that every instrument must be cleaned, sterilized and checked successfully prior to every surgery. Furthermore the user shall be trained and familiar with the system and operative techniques. The operative technique describes in detail the functional check. Based on the above facts and pre-assuming that a pre-operative check was performed the case is attributed to a suboptimal intraoperative procedure. The root cause was already given with the event description ¿the surgeon ended up using a slab hammer¿¿ and ¿¿due to the force of the hammer affecting alignment¿¿ and thus, the case has to be classified as user-customer-abnormal use. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
The stryker sales rep reported that the surgeon was doing a tt femoral nail procedure in a young patient and that the ball tip guide wire wouldn't go through the end of the nail. The rep further reported that they had put a bend in it. The surgeon ended up using a slab hammer to get the wire out and that resulted in a delay to surgery. Further on in the case, the proximal targeter missed the proximal nail locking screws. It was not clear on intake if these 2 events were linked ie due to the force of the hammer affecting alignment. The case was completed successfully but the delay to surgery was over 30 minutes. The sales rep was in the case. The surgeon confirmed that the surgical delay was 60 minutes. The case was finished by freehand proximal locking.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The stryker sales rep reported that the surgeon was doing a tt femoral nail procedure in a young patient and that the ball tip guide wire wouldn't go through the end of the nail. The rep further reported that they had put a bend in it. The surgeon ended up using a slab hammer to get the wire out and that resulted in a delay to surgery. Further on in the case, the proximal targeter missed the proximal nail locking screws. It was not clear on intake if these 2 events were linked ie due to the force of the hammer affecting alignment. The case was completed successfully but the delay to surgery was over 30 minutes. The sales rep was in the case. The surgeon confirmed that the surgical delay was 60 minutes. The case was finished by freehand proximal locking.